Manufacturer narrative:
The reagent lot number provided by the customer was not valid, so the meter information was provided instead.

Event description:
The customer stated that her blood glucose readings had been higher than usual. While troubleshooting, she performed control tests and received a result of 340 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The customer's test strips are to be returned for evaluation. Replacement test strips were sent to the customer.